Event description:
It was reported that when using the bd pyxis¿ es server all stations were not communicating. Active directory and order messages were not crossing over from epic to the pyxis es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were not communicating, and admission, discharge, and transfer and order messages were not transmitted from epic. A technical support specialist (tss) accessed the server identified by the station details and reviewed message timestamps, noting a delay between the carefusion coordination engine transmission time and the current system time. The tss restarted the external and data synchronization services and identified that the network pipe and transmission control protocol listener services were not running, then restarted both services but observed that the issue persisted. The tss proceeded to deploy a utility package on the carefusion coordination engine server, after which the message count increased significantly and message availability for processing was confirmed. The tss verified that the message transmission time aligned with the server time, indicating restoration of message flow and processing. The system functioned as intended after the technical support specialist troubleshot the device.